Manufacturer narrative:
Correction to the d10. Date device returned to manufacturer as it was processed as 12/23/2020 and it should be 12/23/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter.it was reported that there was a persistent 106 error (force catheter sensor error) appeared on the carto 3 system. The cable was exchanged and the issue continued. The catheter was exchanged twice and the issue resolved after the second catheter exchange. The procedure continued successfully and without further incident. No patient consequence was reported. The device was inspected and the product revealed no physical damage. Then, during the second closer inspection it was found with a hole on the pebax and reddish-brown material inside with exposed internal parts. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the internal failure of the sensor cannot be determined. In addition, there was a previous investigation to reduce magnetic and force sensor internal issues. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster, inc. Product analysis noted the returned condition of a hole on the pebax with internal components exposed. Initially it was reported that there was a persistent 106 error (force catheter sensor error) appeared on the carto 3 system. The cable was exchanged and the issue continued. The catheter was exchanged twice and the issue resolved after the second catheter exchange. The procedure continued successfully and without further incident. No patient consequence was reported. The 106 error issue was assessed as not reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster inc. Product analysis lab received the catheter for evaluation and noted on january 23, 2020 a hole on the pebax and reddish-brown material inside with internal components exposed. The hole with the internal components exposed was assessed as a reportable issue. The awareness date for this finding was january 23, 2020.